Event description:
Rn was changing IV fluid bag on patient. Rn took bag down, pulled the spike out of the empty bag and replaced with new bag. When rn hung the new bag up on the pole the IV tubing broke off the bottom of the IV tubing spike fluid chamber causing the IV fluids to spill all over the infusion pump. Rn noticed the break in the tubing immediately and turned off patient's pump and clamped off line at every available point. The IV tubing was disconnected from patient and restarted new IV tubing/fluid on patient.